Event description:
It was reported that the patient underwent an initial uni knee arthorplasty and approximately 9 (nine) years later a revision surgery was performed due to lateral wear and pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: ¿ medical devices: oxf uni tib tray sz c rm PMA; item# 154723; lot# 840570 oxf twin-peg cmntd fem md PMA; item# 161469; lot# 413400 multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2023 - 00118, 3002806535 - 2023 - 00119. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Medical records were not provided. It was reported the patient was revised for progression of osteoarthritis (pain and lateral wear). Disease progression of osteoarthritis can continue in native bone structures as a patient continues to age. Other patient comorbidities, lifestyle, physical activities and some medications can increase the patients risk for progressive osteoarthritis. Partial knee replacement is done to decrease pain, and increase flexibility, mobility and overall improve quality of life as this is one of the least invasive approaches. Patients with disease progression of osteoarthritis in the affected joint develop knee pain, and decrease in joint flexibility. As osteoarthritis progresses a loss of cartilage in the previously unaffected area of the knee has deteriorated to a point in which the patient and doctor may elect to take an approach to convert to a full-knee replacement to alleviate symptoms. The root cause of the reported issue is attributed to disease progression. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.